Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced foot pedal. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported an issue with the vision side cart (vsc) energy activation pedals. During part of procedure, they need to use a bipolar laparoscopic instrument. Caller reported they were using integrated electro surgical unit (iesu) and vsc bipolar pedal for energy activation and at some point, bipolar energy continued after releasing the pedal. Caller stated bipolar pedal was malfunctioning, was very sensitive and delivered energy when releasing it, so that surgeon decided to use an external iesu. Caller was concerned that iesu suddenly delivers energy when using da vinci instruments. Tse explained that iesu would never apply energy when using vsc pedals for da vinci instruments installed on system, but for safety, tse guided caller to disconnect bipolar pedal from the back of iesu module. The procedure was completing as planned with no reported injury.